Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation, upon catheter connection to the ensite, the system displayed the message "contact force catheter is intended for single use only." The catheter was exchanged and the issue was resolved. There was no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.